Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 1 month after three dental implants were installed in intraoral regions #21, #20 and #29, its non- osseointegration was observed. Sixty ncm of primary stability was achieved and the implants were installed without immediately load. The patient presented bone type ii.